Manufacturer narrative:
The reported event that locking screw was alleged of difficult to insert could not be confirmed, since device was not returned for investigation. Multiple attempts were made to obtain additional information and request product return. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
It was reported a locking screw was inserted into the distal locking hole, but it was unable to lock and was spinning, and a small piece of metal was seen (whether it was the plate side or the screw side). The hole could not be used, and the other screw was used in the other hole, but it was still idle and could not be locked. After that, when a new screw was used, locking was possible without problems.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported a locking screw was inserted into the distal locking hole, but it was unable to lock and was spinning, and a small piece of metal was seen (whether it was the plate side or the screw side). The hole could not be used, and the other screw was used in the other hole, but it was still idle and could not be locked. After that, when a new screw was used, locking was possible without problems.